Event description:
The customer reported that they were looking for information on how to retrieve patient data for a patient who had expired the week prior, and had been monitored on the telemetry system.

Manufacturer narrative:
The complainant reported that although a patient death had occurred, they were looking for information on how to best obtain retrospective data regarding the patient while being monitored on the telemetry system. There was no allegation or information relating monitoring to any adverse impact. The customer contacted the response center for assistance, and was provided assistance on how to view the read-only configuration wizard to determine their options and support information. Although the patient expired, the customer indicated to the response center engineer that this was the information they were seeking. Philips attempted to contact the hospital for additional information but the hospital did not respond. As a result of this information, this event was considered as application assistance and determined to not be a reportable serious injury event.